Event description:
It was reported that a foley catheter failed to deflate in order to facilitate removal from the patient, post use. Consequently the pt required a general anaesthetic before that catheter could be removed. Details of how removal was eventually achieved have not been provided by the complainant.